Manufacturer narrative:
Unit received with missing segments/partial display and fading display due to a short at the lcd driver board. Unable to perform the displacement test due to missing segments and fading display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that display screen continued to fade and became hard to read. Customer's blood glucose was 127 mg/dl. Customer was advised that insulin pump would need to be replaced.